Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to signs of previous moisture presence and corrosion around the battery connectors. The battery compartment was really corroded, and the battery board underneath it shows sign of previous moisture presence as well. Unable to perform the displacement, rewind, prime, seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.